Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. Microscopic evaluation revealed a separation within abrasion on the longer pump exhaust tubing at the tubing/strain relief junction, indicating repetitive contact between surfaces. Testing revealed this to be site of leakage. Microscopic evaluation revealed the separation to be surrounded by partial separations within abrasion. Microscopic evaluation revealed surface abrasion on all pump tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, may contribute sufficient stress to cause a separation through the longer length pump exhaust tubing adjacent to the pump/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced a pump tubing leak. No other information was provided regarding to the outcome and no other adverse patient effects were reported.